Manufacturer narrative:
Lot # - unknown. No information available. The acist angiographic contrast injection system, model cvi, serial number (B)(4) was returned to acist on 3/20/2017 for testing. Based on analysis of the injector system and diagnostic logs, there is no evidence of device malfunction related to this event. The consumable kits used during the event were discarded by the hospital. The cine-angiograms that were provided to acist for evaluation were reviewed by acist's medical advisory board. There was no evidence of air injection seen on the cine-angiograms. It was reported that the attending physician noticed an air column in the circumflex artery during the third injection of the procedure, but did not see air on the cine-angiogram. It was reported that air was detected by the system. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
During a case with the cvi injector, the customer encountered air column detect error messages. After purging the system, the messages were cleared. The patient was undergoing a procedure for stemi (st-segment elevation myocardial infarction). After the third injection, the physician noticed an air column in the circumflex artery. The patient went into cardiac arrest and had intervention for 26 minutes. The patient recovered but his condition was considered critical and life threatening.